Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had melted plastic near the jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was inspected at the beginning of the decontamination process, where the damage was noted. No arcing was observed during the last procedure. Surgeon was known to stack monopolar scissors and fenestrated bipolar instruments to apply energy from both devices. There was no injury to a patient and was not inspected in the or suite. The instrument did not collide with any other instrument or tool.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.